Event description:
The pt stated that he experienced the partial and complete separation of infusion set tubing at the luer-lock connection on "several" occasions. He mentioned that the tubing separations occurred on several of the infusion sets from "this particular box". He stated that the separations occurred after one to three days of use. He stated that the separations have affected his blood glucose levels. His blood glucose has risen as high as 400 mg/dl to 500 mg/dl as the result of these separations. He reported that his blood glucose readings are typically "around 140 mg/dl to 150 mg/dl". He reported a symptom of "a bad stomach ache" associated with elevated blood glucose. The pt stated that he works in a "very dirty" environment, thus he would not change his infusion set until he had first showered. Therefore, in order to reduce his blood glucose level after detecting a separation, he administered "insulin injections". He stated that, after two or three hrs of giving himself insulin injections, his blood glucose usually returned to his normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The prod was requested to be returned for eval.